Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has had to use 6 batteries in the past 24 hours. Her blood glucose was 15.7 mmol/l. The customer was advised to disconnect at the quick release and she performed the self-test and the pump failed. She said that the pump alarmed off no power and that it occurred less than 24 hours from a low battery alert. After troubleshooting, the customer was able to clear the alarm but stated that she received an unexpected restart alarm and said that she had had several in the past 24 hours. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed unexpected alarm after battery change and resets time/date, problem isolated to interface board. Unit received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit or off no power alarms noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.